Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 1mm distal of the proximal markerband and extending approximately 13mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the proximal side of the balloon ruptured during fourth inflation at 6 atmospheres for 30 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the proximal side of the balloon ruptured during fourth inflation at 6 atmospheres for 30 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.